Event description:
Customer's mother reported her son went to the emergency room for high blood glucose. Customer had a gastrobug, so he was dehydrated and was not eating a lot. He became very ill. Customer removed the device prior to going to the hospital. He was off the device for about five hours. The emergency room visit was at the end of may. His blood glucose at the time was 130 mg/dl. Customer had ketones in his urine. He was treated with an IV of dextrose and educated on insulin pump use. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.